Event description:
It was reported that during a lap prostatectomy procedure, active blade broken, could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.